Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, clinical diagnosis indicated massive osteolysis and prosthetic loosening presented after the left hip replacement surgery. X-ray findings reported a low density patchy shadow in the left ilium.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent revision in which necrolytic bone tissue could be seen around the acetabular cup.

Manufacturer narrative:
Pc-(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: depuy asr xl fem imp size 47 hip asr femoral head; large mod head adapt 12/14 +5 hip asr femoral sleeve/augment; asr acetabular implant 54 hip asr acetabular cup; unknown hip femoral stem.

Event description:
Male. The patient¿s left hip received thr in chongqing ninth hospital on (B)(6) 2009; depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering aggressive painful due to components loosening. According the doctor the recommendation revision was conducted on (B)(6) 2018 in (B)(6) hospital. We were informed that the brand of products used in the revision surgery was pinnacle. Update aug 14, 2018 claimsuite alerts received. There is no new alleged information provided. The surgeon and manufacturing date has been added. The doi has been updated. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.